Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jul 09, 2021 with lot number: 1374859. Visual analysis of the returned device identified: opening, opening crack, crease fold, wear abrasion. Leak test was performed and found opening on posterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening on posterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striate opening on posterior assessed as surgical damage like. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.